Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that during an implant procedure, after the intrathecal catheter was thread from the paravertebral incision to the pocket, the catheter was cut and the connecting catheter was connected to the intrathecal catheter and secured with a positive click. The health care professional (hcp) found that there was initially no csf flow after connecting the connecting catheter. The hcp then investigated the paravertebral incision and noted that the anchoring device was causing the catheter to be kinked. The 3-0 silk was removed from the anchoring device. The catheter was adjusted and re-secured after confirmation of positive csf flow. After confirming csf flow, the connecting catheter was connected to the pump. The catheter access port (cap) was accessed and clear csf was aspirated. It was noted that the procedure was without complications. No patient symptoms reported.